Event description:
A report was received that the patient was experiencing swelling at the lead site. The patient went to the ER where they prescribed her pain medication. The patient was later seen by her physician who states there was no swelling and the lead site looks great.

Manufacturer narrative:
A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the lead found them to be satisfactory.